Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open subtotal stomach preserving pancreaticoduodenectomy, the firing knob stopped at the 3rd firing for the small bowel resection after the gastric body resection. Regarding the 2nd device and the 2nd cartridge, one side of some staples were bent over. The staple height was blue. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.